Event description:
Unomedical reference number: (B)(4). Event occurred in the united kingdom. On (B)(6) 2023, it was reported that the patient's infusion set's tubing broke from the site connector while the patient was sleeping. The site location was patient's abdomen, and the pump was in her bra. Reportedly, the infusions were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.